Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR #9616680-2011-00241.

Event description:
It was reported that the inner shaft and the nut for the cup holder had fused together. It was reported that the units had been in service for three months.